Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd cassette reservoir, was leaking into the housing of the cassette after more than 24 hours in use. It was reported the cassette was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received in used conditions without their original packaging, decontaminated, and inside a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. No root cause was determined due complaint was not confirmed. No actions taken due complaint was not confirmed.